Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. Reportedly, the customer was able to start a new sensor session. There was no reported impact to the customers blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.